Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an door issue; states opened when closed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, "door issue/ states opened when closed" was not reproduced. A review of the event history log revealed "shut door - power off" messages. A "shut door - power off" can occur as part of expected pump function if the user attempts to power off the pump prior to closing the door. No action required to address the allegation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.